Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise oversensing was observed when the patient was taking deep breaths. Recommended programming changes were not made. Physician elected to replace the lead to address the issue. Lead was explanted and replaced successfully. Patient was stable post-procedure.